Event description:
It was reported by an attorney that the patient presented to the emergency department (ed) with right pectoral muscle stimulation. It was also reported that the leads were "worn out". The device and leads were explanted and replaced. During the procedure, it was noted that the atrial lead was fibrously bound to the cordae of a leaflet on the tricuspid valve. Upon extraction of the atrial lead, the physician did, in fact, tear a leaflet on the patient's tricuspid valve almost completely off during the procedure. Post-procedure, the patient's tricuspid valve was regurgitating and the patient suffered right sided congestive heart failure. Despite the patient's worsening condition, the patient was discharged from the hospital. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.